Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that asystole and brady episodes were inappropriately stored because the cardiac monitor exhibited undersensing of r waves. Programming changes were discussed. No intervention was performed. The patient was reported to be good.